Event description:
As reported from fcs, approximately 4 years post tavr, the patient is being worked up for elevated gradients and heart failure symptoms. The patient underwent a valve in valve due to stenosis and paravalvular leak (pvl). The patient was in ICU post procedure in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been added. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for stenosis was unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve stenosis and increased gradients over the time in patient. Per technical summary, stenosis and increased gradient across the valve are common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of stenosis and increased gradients. These include patient factors (age, disease state, pharmacological intervention, bmi (body mass index), tobacco use etc.), and mechanical stress related to the valve's hemodynamic performance. Furthermore, evaluation of reported complaints for 'valve ' stenosis', 'valve ' increased gradient', 'post-implantation ' stenosis', 'post-implantation ' increased gradients', 'post-implantation ' increased gradients ' patient prothesis mismatch', and 'post-implantation ' increased gradients ' indeterminate reasons' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 'approximately 4 years post tavr, the patient is being worked up for elevated gradients and hf symptoms. The patient underwent a valve in valve due to stenosis and pvl.' Due to limited information provided, a definitive root cause was unable to be determined at this time. Technical summary is applicable to this complaint evaluation as the reported failure is likely related to patient factors and no further engineering evaluation is required at this time. Control limits are managed and assessed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), paravalvular leak (pvl ) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the pvl is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.